Manufacturer narrative:
The lot number was provided for 8 out of 9 malfunctions; therefore, a lot history review was performed. The devices were not returned for evaluation. Three investigations included medical records- two of which confirmed perforation and the other was inconclusive perforation. The remaining 6 investigations included medical records and images which all confirmed for perforation. A root cause has not been determined. The devices were labeled for single use. (Corporate lot number: gfxk0038, gfap0928, gfxd3894, gfzc0073, gfzf3934, unknown).

Event description:
This report summarizes 9 malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced perforation. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. Of the 9 malfunctions, 4 were male and 5 were female ranging between 40 years-old and 70 years-old; weights were not provided.

Manufacturer narrative:
H10: the lot number was provided for 8 out of 9 malfunctions; therefore, a lot history review was performed. The devices were not returned for evaluation. Three investigations included medical records- two of which confirmed perforation and the other was inconclusive perforation. The remaining 6 investigations included medical records and images which all confirmed for perforation. A root cause has not been determined. The devices were labeled for single use. Corporate lot number: gfxk0038, gfap0928, gfxd3894, gfzc0073, gfzf3934, unknown.

Event description:
This report summarizes 9 malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced perforation. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. Of the 9 malfunctions, 4 were male and 5 were female ranging between 44 years-old and 70 years-old. One of the patient's age was not provided and weights were not provided for any of the patients.

Event description:
This report summarizes 8 malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced perforation. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. Of the 8 reported patients, 4 were male and 4 were female. 7 patient's ages ranged from 48 to 70 years and one female patient weighs 169 kgs. All other patients details were not provided.

Manufacturer narrative:
H10: of the 9 reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury and was reported under emdr 2020394-2022-90027. The lot number was provided for 7 out of 8 malfunctions; therefore, a lot history reviews were performed. The devices were not returned for evaluation. However, medical records were provided and reviewed for all the 8 malfunctions of which 5 included images. All the eight malfunctions were confirmed for the alleged perforation. Based on the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: d4 (corporate lot number: gfap0928, gfxd3894, gfzc0073, gfzf3934, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.